Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and ketones. The customer stated she treated with manual injection and blood glucose level would not go down. The customer had given the injection 45 minutes prior and changed the set 15 minutes before the call. Blood glucose at the time of the call was 545 mg/dl. Troubleshooting was declined, the customer stated she would wait and see if the treatment would lower her readings. The customer called back on (B)(6) 2017 and explained that blood glucose level was initially at 590 mg/dl, she took 10 units of manual injection; it went down to 545 mg/dl and then she treated with 10 units through the insulin pump. Blood glucose went down to the 200 mg/dl range and then to 75 mg/dl. The insulin pump will not be returned for analysis.